Manufacturer narrative:
The lead was discarded, making it unavailable for analysis. The patient had a code event during the trial implant procedure and was hospitalized as a result. The rep later confirmed the patient suffers from cardiac issues and diabetes. The evoke scs system details potential risks associated with surgery and spinal cord stimulation noting, "diabetic patients may have increased risks of infection, problems healing around the surgical site, and complications common to any surgical procedure. The severity of any surgical complication may be greater in diabetic patients, particularly those with inadequate preoperative glycemic control." The physician confirmed the cause of the patient coding was due to anesthesia. The trial procedure was aborted due to the cardiac event and the patient was hospitalized. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
During a trial evoke spinal cord stimulation (scs) system implant procedure, the patient experienced cardiac arrest. Cardiopulmonary resuscitation (CPR) was administered by the facility staff, and the procedure was aborted. The patient was admitted to the hospital and was reported stable in the ICU. It was noted that the physician attributed the event to anesthesia.